Event description:
Unomedical reference number (B)(4). Event occurred in france. The patient reported that the product not adhering enough long on 16/feb/2024. Patient had to change it earlier than the seven days expected. No further information available.

Manufacturer narrative:
E1:(B)(6).